Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia. Blood glucose level was 50 mg/dl. Customer reported that the insulin pump was dropped by the her. Customer did not mentioned treatment. Customer also reported that they had high blood glucose and they corrected with manual injections. Insulin pump will not be returned for analysis.